Manufacturer narrative:
Updated field: h6(type of investigation, investigation findings, component codes, investigation conclusions). Additional contact details:: phone number: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has not charging batteries. A getinge field service engineer (fse) replaced power management board which corrected batteries not charging. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. No patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part rev. D, with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to have a blown component and some contamination which appears to be dirt or dust. Due to the damage on this board and the risk it poses to the cardiosave test fixture, it will not be installed and tested. Sending the board to the supplier for failure analysis per procedure number (B)(4) rev. Ap. The failure analysis and testing dept. Received part rev. G, back from the supplier with attached failure analysis paperwork. Supplier stated they tested the board and found a bad q27 component. They replaced the component and the board passed testing. No other root cause identified. Investigation is completed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is battery not charging due to defective q27 component.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit was not charging batteries. There was no patient involvement.